Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing low blood glucose (bg) levels ranging from 35-68mg/dl. Carbohydrates were consumed to address the bg level. The customer stated that their overnight basal rate may be too high and would discuss this issue with their healthcare provider. Recommendation was made to consult with their health care provider to discuss diabetes management.